Event description:
It was reported that the crosssail was used as a medical intervention device to retrieve another co's stent that had separated in the right iliac artery. During the attempt to withdraw the crosssail and the stent, the shaft of the catheter separated. Another co's balloon catheter successfully retrieved the distal portion of the separated catheter and the dislodged stent.